Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the ultrasonic probe tip was stretched. The issue was found, during installation. There were no reports of patient involvement.

Event description:
It was reported the ultrasonic probe tip was stretched. The issue was found during installation. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation results. Reviewing the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: twisted kinks and a violent probe shake. Based on the investigation results, the malfunction was likely caused by the following: the most probable cause of the complaint was component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.